Event description:
The patient reportedly experienced intermittency. External equipment has been exchanged and programming adjustments were made. However, this did not resolve the issue. Testing confirmed that the device is functioning. Surgery to explant the patient's device will be scheduled.